Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient's neurological status is unknown at the time of the event. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. The patient received medical attention after the event. There was no death or device malfunction associated with the inappropriate defibrillation event.

Manufacturer narrative:
Explanation of h.1: there was no death or device malfunction with the inappropriate defibrillation event. H.3. Device evaluation summary electrode belt sn (B)(6) has not yet been recovered from the field. Monitor sn (B)(6) was returned to the distributor and the evaluation has not yet begun due to the monitor being received in a biohazard condition. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. H4. Device manufacturer date: monitor: 04/07/2014, electrode belt: 01/16/2020. H.10. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was CPR artifact. The source of the CPR artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Update as of 10/02/2020: device evaluation of electrode belt sn 89018778 has been completed. Upon investigation the electrode belt trunk cable connector was severed and missing. Per the attached download data, the damage did not occur prior to the treatment event, and the damage did not cause or contribute to the treatment event. The damage occurred at some point after the treatment event. The root cause for the missing trunk cable connector was physical abuse.

Manufacturer narrative:
There was no death or device malfunction with the inappropriate defibrillation event. Device evaluation summary: electrode belt (B)(4) has not yet been recovered from the field. Monitor (B)(4) was returned to the distributor and the evaluation has not yet begun due to the monitor being received in a biohazard condition. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacturer date monitor: 04/07/2014. Electrode belt: 01/16/2020. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was CPR artifact. The source of the CPR artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient's neurological status is unknown at the time of the event. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. The patient received medical attention after the event. There was no death or device malfunction associated with the inappropriate defibrillation event.